Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was not confirmed. There were no photos or log files submitted for review. The system controller, serial (B)(6), was not returned for analysis. The provided information stated that there was a backup battery fault alarm active when there was still around 20 months until expiration. The controller was consequently exchanged. The type of backup battery fault alarm is unknown. Additional information stated that no logfiles were obtained, the issue resolved, there were no adverse events, and the hospital decided to retain the controller. A root cause for the reported event cannot be conclusively determined through this analysis. A corrective and preventative action (CAPA) was initiated to investigate the increase in reported backup battery faults. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault alarms. Heartmate 3 instructions for use section 2 ¿system operations¿ states that replacement of the 11v backup battery should be considered when less than 6 months remain before the mandatory replacement date. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The ebb fault resolved. There was no adverse patient events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient went to the hospital with an internal backup battery (ebb) fault alarm. There was still around 20 months until expiration. The controller was exchanged.